Event description:
The manufacturer received a voluntary medwatch (mw5105752) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop bladder cancer. The patient required surgery in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received a voluntary medwatch report (mw5105752) from a user alleging the dreamstation auto CPAP caused bladder cancer, sinus and lung congestion, coughing up thick phlegm, coughing up small black chunks, increasing heart palpitations and development of atrial fibrillation, and a bladder tumor the patient experienced after beginning use of the dream station. The patient required surgery in response to the reported event. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination, thin gray contamination inside the exterior casing of the device. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation. The manufacturer observed presence of dust/dirt contamination in the device. Section h6 type of investigation findings and investigation conclusions has been updated.